Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study: the patient¿s (an approximately (B)(6) female) past medical history included: developmental hip dysplasia and device related infection. The patient¿s concurrent conditions included: epilepsy, dystonia, pyrexia, sleep disorder, rash maculo-papular, neuronal ceroid lipofuscinosis, and hypertonia. No allergies were reported. Concomitant medication included: levetiracetam, trihexyphenidyl hydrochloride, midazolam, clobazam, baclofen, hydroxyzine, melatonin, pregabalin, and pipamperone. Clemastine, dexamethasone, and paracetamol were used as premedication for the infusions. On an unspecified date, the patient underwent implantation of intracerebral ventriculostomy (icv) set (codman rickham, model and lot number not reported). On (B)(6) 2018, the patient initiated treatment with brineura (300 milligram, qow, icv). The lot number for brineura was not reported. The most recent dose was administered on (B)(6) 2022. On (B)(6) 2022 at 17:28, the patient experienced a grade 3 device related infection. The patient had three consecutive positive csf cultures with propionibacterium acnes and developed pleocytosis. The patient was admitted to the hospital and started on treatment with benzylpenicillin potassium. On (B)(6) 2022, the patient¿s reservoir was removed due to the event. The patient was also covid-19 positive upon admittance. The patient did not have any signs of infection at the time of admission but developed a fever during the second day of admission without an increased crp (value and units not reported) or leukocytosis. After her reservoir was removed, she recovered quickly and was scheduled to be discharged. The benzylpenicillin potassium was scheduled to be continued at home and a new reservoir was to be inserted. The investigator noted that this was the patient¿s second (icv) codman rickham infection in a short amount of time and that the hospital staff was going to evaluate the antiseptic protocol for any possible adjustments. The investigator reported that brineura had been withdrawn due to the event. The patient¿s condition of covid-19 only included a fever that lasted for 24 hours, without other clear signs of infection. On (B)(6) 2022, two weeks after removal of the patient¿s infected reservoir, the new reservoir was inserted. The outcome of the event was reported as recovered/resolved on an unspecified date.

Manufacturer narrative:
Additional information received: the subject's concurrent condition of covid-19 only included a fever that lasted for 24 hours, without other clear signs of infection. On (B)(6) 2022, two weeks after removal of the subject's infected reservoir, the new reservoir was inserted. The outcome of the event was reported as recovered/resolved on an unspecified date. The investigator's assessment of the of event of device related infection, initially reported as related to treatment with brineura, has been updated to not related to treatment with brineura.

Event description:
N/a

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: reporting facility: (B)(6).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received: on (B)(6) 2021, the subject underwent implantation of intracerebral ventriculostomy (icv) set (codman, rickham holter). The lot number was 5069185. The model number and serial number were not available. The catalogue number was zh00209933, the UDI number was (B)(4). The operator the icv device was the investigator, and the location of the event was at the clinic. On (B)(6) 2022, the icv device was removed. The icv device was not available for return. No further information is expected. Investigation DHR update: a DHR review is not possible for this complaint because the lot number provided is invalid (resulted no manufacturing records upon a search), and the product ID is still unknown.

Manufacturer narrative:
Additional information received: "the event resolved on (B)(6) 2022 at 16:00. The patient experienced device related infection, which is a known complication of icv device use. The causality of event is assessed as not related to brineura.

Event description:
N/a.